Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The device was returned and evaluated. Upon visual inspection there is damage to the locking feature. The scallops show impact damage. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown shell, unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the insert could not be seated into the cup properly, resulting in a 60 minute delay in procedure. Surgery was completed with another device.